Event description:
Upon connecting harmonic scalpel handpiece to machine prior to incision, machine indicated that handpiece needed to be tightened. Handpiece tightened and testing re-attempted twice. Machine then indicated that instrument needed to be replaced. Instrument passed off and a replacement was opened and tested. Replacement device functioned without difficulty. Case proceeded and no patient harm.